Event description:
It was reported the patient was unable to adjust stimulation. It was stated a ¿call your doctor¿ icon was displayed on the programmer and a power on reset (por) condition was reported. It was noted the patient hadn¿t used their programmer in a while and got it out the night prior to report and that is when they noticed the por. It was noted the patient checked their implantable neurostimulator (ins) the night prior to report because the patient didn¿t think it "seemed to be working right." Reportedly, the patient started to go to the bathroom more a couple weeks prior to report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v598059, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).